Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that image noise occurred due to damage on the suction connector. In addition to the foreign matter found coming out of the nozzle, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob was not within the standard value due to wear of the angle wire; the adhesive on the bending section cover was chipped, cracked, and had a white clouded area; the water removal ability did not meet the standard value due to clogging of the nozzle; the suction connector was deformed and dirty due to water leakage; the adhesive around the objective lens was peeled with a white clouded area; the light guide lens was cracked; and the plastic distal end cover was scratched and dented. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope displayed a noisy image. There was no report of patient harm. The device was returned, evaluated, and foreign matter was coming out of the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.